Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. Subsequently, this s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction d6b: explant date.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. Subsequently, this s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction d6b: explant date. Correction h1: si.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. Subsequently, this s-ICD was explanted and replaced. No additional adverse patient effects were reported.